Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2000 ohms and very high threshold measurements. This lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.